Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of 800.8000 error code was confirmed from a review of the log. ¿ for the functional tests, it was not possible to turn on the pcu, for this reason the logic board was replaced. After replaced the logic board the pcu turned on normally. ¿ testing was performed with the known good logic board installed for testing purposes only, to attempt to produce and replicate the 800.8000 error experienced by the customer. Steps were closely followed to replicate each key press performed by the user according to data from the logs. ¿ results from 5 times replication test did not produce or record the 800.8000 error observed in the logs. ¿ the review of the pcu error log identified 24 error code 800.8000.0 (general os failure). The error occurred 22 times on 09oct2024 at 12:55 pm. ¿ pcu event log confirmed a software anomaly occurred during the power on. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the logic board was identified to be malfunctioning, please replace the logic board. The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm on error codes / messages for 800.8000. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm on error codes / messages for 800.8000. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of 800.8000 error code was confirmed from a review of the log. For the functional tests, it was not possible to turn on the pcu, for this reason the logic board was replaced. After replaced the logic board the pcu turned on normally. Testing was performed with the known good logic board installed for testing purposes only, to attempt to produce and replicate the 800.8000 error experienced by the customer. Steps were closely followed to replicate each key press performed by the user according to data from the logs. Results from 5 times replication test did not produce or record the 800.8000 error observed in the logs. The review of the pcu error log identified 24 error code 800.8000.0 (general os failure). The error occurred 22 times on 09oct2024 at 12:55 pm. Pcu event log confirmed a software anomaly occurred during the power on. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the logic board was identified to be malfunctioning, please replace the logic board. The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm on error codes / messages for 800.8000. There was no patient involvement.